Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the right ventricular lead was stuck in the myocardial tissue during implant and was unable to be removed. It was noted that the lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.